Manufacturer narrative:
G.4. K201075; k251654. B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the needle caught on the catheter. "Attempted to initiate IV access w8ty ah 18g bd IV catheter. The IV catheter was advanced halfway up the needle when the rn clicked the button to activate the retract mechanism. As the needle retracted, it grabbed the catheter and pulled it out of the patients arm."